Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the dorado pta balloon catheter. During the procedure, the balloon expansion pressure could not be maintained. There was no reported patient injury. Additional investigation revealed circumferential break.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one dorado pta dilatation catheter received for evaluation. Upon visual inspection, it was noted the device was returned connected at the inflation luer with the inflation device. No anomalies noted to the inflation device. No anomalies noted to the luers or bifurcate. During functional testing, the inflation device was disconnected from the inflation luer from the pta device and the liquid was expelled. Water was then aspirated again and connected to the inflation luer. Using the returned inflation device, the balloon was then inflated to nominal pressure, it was then noted water was leaking from the proximal glue joint. The device was examined under microscopic examination, and a circumferential break was noted at the proximal glue joint. No further functional testing was performed. Therefore, the investigation is confirmed for the reported inflation issue and identified break as circumferential break was noted at the proximal glue joint due to which the balloon would have been unable to be inflated. A definitive root cause for the reported inflation issue and identified break could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required d2b (dqy;lit). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.